Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was cross continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and failure of the pcba pmc v1.06/v0.09bl hh was identified as fluid ingress damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "es - failed drawer - not detected on bus" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the device had a drawer failure and was not detected on the bus. The fse inspected the back of the drawer, where all the lights were lit. The retractor band and the pyxibus module control board were replaced; however, the pockets were still not detected in diagnostics. The fse then replaced the individual drawer control board on main drawer 2.2. The customer verified drawer functionality, and everything worked without issue. During dchu visual inspection: pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn 151630-01: the unit revealed evidence of fluid ingress, with residue and staining consistent with dried contamination on the pcba. No other anomalies were observed. During dchu testing: pn 353844-01: no testing was required since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. Pn 151630-01: no testing was required due to evidence of fluid ingress was observed on the returned pcba pmc v1.06/v0.09bl hh. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "es - failed drawer - not detected on bus" was due to cross continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer functionality. Additionally, the failure of the pcba pmc v1.06/v0.09bl hh was identified as fluid ingress damage, which compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.